Event description:
It was reported that the core impaction drill heated up during a case. A back-up device was used to complete the case with no patient or user injuries, and no adverse consequences.

Event description:
It was reported that the core impaction drill heated up during a case. A back-up device was used to complete the case with no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
A follow-up report will be filed after the device is received and a quality investigation has been completed.

Manufacturer narrative:
Upon disassembly for visual inspection the driveshaft bearing was worn.